Event description:
Manufacturer's ref #: (B)(6).

Manufacturer narrative:
The service engineer found on-site that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Several spare parts were tried without resolving the issue. In the end the repair was not completed and the ventilator manufactured in november 2010 was scrapped. No device logs were downloaded for evaluation. The received information is not specific enough. Given this, we have not been able to confirm the problem nor can we identify any root cause. The ventilator was scrapped.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).